Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1bktm, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 13-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient wanted assistance turning stim off due to zapping and jolting. Patient stated that they met with healthcare professional (hcp) and they determined that one of the leads had come loose possibly due to the patient swinging their heavy back pack onto their shoulder daily. During call, patient was given assistance on how to turn off. Patient mentioned that they had appointment to fix the leads on (B)(6) 2019. Patient also reported experiencing retaining urine in bladder; 2-6oz, even with the catheter and device. No further complications were reported or anticipated.